Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a vitrectomy surgery during calibration in an ophthalmic console both light sources failed, and system message (sm) was displayed. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the expired xenon lamp was replaced to resolve the system message. The nonconforming illuminator floating printed circuit board (pcb) was replaced to resolve the lighting issue. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming illuminator floating printed circuit board (pcb). The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).